Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion of an unspecified medication the device stopped the infusions on both of the 8100's due to a communication error. The nurse cycled power and was able to restart the devices. The nurse then contacted the medication integration team to inquire whether I aware would have had anything to do with the devices halting the infusions. The team member recommend removing the devices from service in which the pcu was sequestered, however, the customer is checking to see if the pump modules were. There was no report of patient harm.

Event description:
It was reported that during an infusion of an unspecified medication the device stopped the infusions on both of the 8100's due to a communication error. The nurse cycled power and was able to restart the devices. The nurse then contacted the medication integration team to inquire whether iaware would have had anything to do with the devices halting the infusions. The team member recommended removing the devices from service in which the pcu was sequestered, however, the customer is checking to see if the pump modules were.

Manufacturer narrative:
Revisions made to g.3 to remove "other" and "not provided" ;added "health professional." Revised e.3 from "n/a" to "nurse."

Manufacturer narrative:
Additional information added to: corrected information: additional patient information: patient diagnosis: tumor lysis syndrome.

Event description:
It was reported that during a primary infusion of norepinephrine 8mg/sodium chloride 0.9% 250ml the device stopped the infusions on both of the 8100's due to a communication error in the critical care unit. The nurse cycled power and was able to restart the devices. The nurse then contacted the medication integration team to inquire whether iaware would have had anything to do with the devices halting the infusions. The team member recommended removing the devices from service in which the pcu was sequestered, however, the customer is checking to see if the pump modules were. The customer later reported that there was no adverse effect caused to the patient from the event.